Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected and the strain relief was detached from the luer. During microscopy inspection with uv light, it was able to observe the damage between strain relief and luer. Next, on the functional testing, a guidewire was successfully inserted through the catheter. The deployment was also tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Additionally, during dimensional test, the farawave catheter was tested on the planarity fixture and was within specification. The reported allegation of a luer detachment of device or device component was confirmed, however the reported allegation of spline planarity issue was unable to confirm. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave 31 mm was selected for use during a farapulse procedure. The flush port of the farawave catheter was noted broken and its spline was out of plane. It was reported that the flower splines inverted noticed on left inferior. One spline was out of plane. The device was pulled out of the body and attempted to manually fix. It went back in and used on the posterior wall with petal still out of plane. Hence, the physician noticed the side flush port of the farawave catheter was completed broken off. Hence, it was immediately replaced the catheter with a substitute farawave 31mm. Then, the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm was selected for use during a farapulse procedure. The flush port of the farawave catheter was noted broken and its spline was out of plane. It was reported that the flower splines inverted noticed on left inferior. One spline was out of plane. The device was pulled out of the body and attempted to manually fix. It went back in and used on the posterior wall with petal still out of plane. Hence, the physician noticed the side flush port of the farawave catheter was completed broken off. Hence, it was immediately replaced the catheter with a substitute farawave 31mm. Then, the procedure was completed successfully without patient complications. The device is expected to be returned.